Manufacturer narrative:
No complaint was received with return of the lead. Failure event observed during analysis. Final analysis found the connector portion of the lead was returned in one piece measuring to be 7.6 cm. External insulation abrasion breaching the outer insulation and exposing the outer coil was found at 4.7 to 5.0 cm from the connector pin. The damage found was consistent with friction to the device can.

Event description:
This report is to advise of an event observed during analysis.